Manufacturer narrative:
Visual analysis was performed on the returned device. The reported patient effect of embolism was not confirmed as it was related to procedural circumstances and there was no device malfunction reported. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the packaging was not returned for evaluation and the part and lot numbers were not reported. It was reported that the emboshield nav6 was used with a viper wire. It should be noted that the emboshield nav6 instructions for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. In this case, it could not be determined if using the viper guidewire instead of the barewire caused or contributed to the difficulties. In this case, there was no reported device malfunction associated with the emboshield nav6. The reported patient effect of embolism is listed in the emboshield nav6 instructions for use, as a known possible complication associated with carotid stents and embolic protection systems. The investigation determined that the reported patient effect of embolism resulting in unexpected medical intervention was related to procedural circumstances. There was no device malfunction reported against the emboshield nav6 and there is no indication of a product quality issue with respect to the design, manufacture, or labeling. D4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. H6: 2017 device code clarifier- guide wire / fdw selection incorrect. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment medwatch report #mw5150587.

Event description:
Medwatch report #mw5150587 states: csi diamond back malfunctioned during lower extremity intervention causing distal (superficial femoral)-pop perforation and distal embolization (device jumped during advancement in distal (superficial femoral) resulting in perforation; subsequently interacted with wire, unable to off the wire/filter - had to pull filter in open form, resulting in distal embolization). It was reported the procedure was to treat a heavily calcified lesion in the superficial femoral artery (sfa). The diamond back atherectomy device had difficulty tracking during treatment bidirectionally through the adductor canal and he device to jumped forward, causing a perforation. The diamondback was stuck on the viper guide wire; therefore an attempt was made to remove all the devices, which resulted in the nav6 embolic protection system (eps) filter being removed in the open state. The calcium/plaque in the filter subsequently embolized distally in the tibial vessels. A covered stent was placed to treat the perforation and the distal emboli was resolved with percutaneous transluminal angioplasty (pta). No additional information was provided.